Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The infusion set and site were changed. The customer's blood glucose level was 212 mg/dl. A pump system check using the current supplies, found the pump to be operating as expected.